Event description:
It was reported that during a total knee surgery that the blade broke at the mount. It was further reported that the broken pieces were removed from the surgical site using a forceps and that no broken pieces remained in the pt. It was reported that another blade was available to complete the surgery successfully.

Manufacturer narrative:
Device not returned for evaluation as yet. Lot number information unavailable as the packaging displaying this information was discarded at the account.